Event description:
The customer reported the system is not responding to the foot switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and customer replaced the footswitch with customer owned part. System operates as intended. (B)(4).